Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient needed an adjustment because her implantable neurostimulator (ins) was not working. It was further clarified that the patient was not feeling any stimulation. It was also reported that the patient tried to reset her stimulation, and it would stop again after five minutes. Event cause was not reported, and no outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.